Event description:
After coil placement, I had hip and lower back pain that would prevent me from bending over. Constant pain lasted up until the day I had the coils removed with a total vaginal hysterectomy. Joint pain in hand, which prevented me from gripping objects such as deodorant. No period for 10 months, then daily, heavy bleeding.